Event description:
A customer in (B)(6) notified biomérieux of obtaining false susceptible ampicillin results for two patient isolates in association with the vitek® 2 ast-p586 test kit (ref 22276). The first isolate, an intra-op abdomen sample, was identified as enterococcus faecium with maldi-tof testing and ast was performed with the vitek 2 p586 card, lot 3660417203. Initial susceptibility testing gave amp mic <=2 (s), and repeat testing gave amp mic 4 (s). The customer performed agar diff test, which gave amp r. The second patient isolate was also identified as enterococcus faecium and was tested on the same lot of vitek 2 ast-586 cards, which provided the same false susceptible ampicillin result. The customer stated that patient results were affected, but no wrong result was reported to a physician. There was no patient harm or incorrect treatment give. There was a delay of greater than 24 hours in reporting the results. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer reported false susceptible ampicillin (am) results for two patient isolates in association with the vitek® 2 ast-p586 test kit (ref 22276). The customer submitted the strains for evaluation. An investigation was performed. Strain identification was confirmed to e. Faecium on gp card 99% (lot 2420490403) for both strains. Vitek 2 interpretation according to eucast 2017 breakpoints am : [s <=4 - r > 8]. The agar dilution (ad) is the reference method used to the development of this formulary (am01n) in ast-p586 card : am mic = 8 mg/l (I) for both strains. The reproducibility testing on vitek 2 ast-p586 cards from cba subculture (customer lot cl 3660417203 and a random lot rl 3660326403) gives : s1 : am mic = 4 mg/l s whatever the lot tested. S2 : am mic <= 2 mg/l s whatever the lot tested. The customer's susceptible result was duplicated in-house on the cl. For s1, the vitek 2 am mics are within essential agreement within one doubling dilution compared to the reference ad mic (8 mg/l) but there is a category minor error. Also, the results are on the eucast breakpoints, so within one doubling dilution the category can be s or r resulting in a borderline strain. For s2, the vitek 2 am mics are an essential agreement error compared to the reference ad mic (8 mg/l) leading to a minor error and an underestimation of ampicillin was confirmed resulting in an atypical strain.